Event description:
The customer alleges that threading the catheter failed. Upon removing the needle to try a different level the resident found that the tip of the touhy needle was bent. No report of patient injury or harm.

Manufacturer narrative:
(B)(4). The customer returned one sealed kit for evaluation. No actual complaint sample was received. The epidural needle from the sealed kit was visually examined with and without magnification. Visual examination of the returned needle revealed that the needle appeared typical with no observed defects or anomalies. The needle bevel appears typical. No burrs or deformations were observed. The needle stylet fills the bevel appropriately. The needle cannula is smooth. Dimensional and functional inspection was not required as a part of this complaint investigation. An attempt was made to bend the needle by pressing the needle tip against a hard metal surface. The needle bevel did bend slightly. However, great pressure was applied. The same test was performed on a lab inventory epidural needle of the same kind with similar results. A corrective action is not required at this time as the potential root cause could not be determined based upon the information provided and without the actual complaint sample. Other remarks: complaint verification testing could not be performed as the actual complaint sample was not returned for analysis. The customer returned a sealed kit only. Therefore, the potential cause of the needle bent during use could not be determined based upon the information provided and without the actual complaint sample.